Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failing and could not be recovered even after a reboot. The field service engineer removed and replaced both retractor bands and tested the unit on hardware test applications (hta). Matrix drawer 1 failed during testing. The fse then replaced the drawer board and retested on hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es three drawers were failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.